Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. Externalized conductors due to internal insulation abrasion was noted at 9.0 cm to 15.0 cm from the distal tip. The etfe coating was intact at this location. Procedural damage was also noted within this region. External insulation abrasion was noted 34.0 cm to 34.6 cm from the distal tip consistent with lead friction to another device or feature of the heart the etfe coating was intact at this location.

Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. Upon medical chart review, the patient's right ventricular lead exhibited externalized conductors. Fluoroscopy confirmed the lead anomaly. On (B)(6) 2018, the lead was explanted and replaced. The patient was stable throughout.